Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient's cgm gave inaccurate values. Patient claimed that cgm measured higher than the finger stick value. No medical intervention was required.